Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: the device was not returned for investigation, and no images were provided. The evaluation is based on the event description only. There is no evidence to suggest that the device was not manufactured to specifications. Based on the description it is not possible to conclude an exact root cause for this event. It is likely that the advancement difficulties observed is related to patient anatomy, however without images this can not be confirmed. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2013: a (B)(6) female patient underwent taa repair. The patient's anatomy was suitable for endovascular repair. The physician inserted the delivery system over a lunderquist wire guide from the right femoral artery but could not advance it any further than the distal aortic arch. He replaced it with another manufacturer¿s device (gore tag), then it advanced to the target site without problem. The stent was deployed successfully without endoleak and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.